Manufacturer narrative:
As reported in the legal brief, approximately six months after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have tilted to the left. Per the medical record, the patient¿s indications for the implant procedure was bilateral pulmonary emboli. The patient tolerated the index procedure well and without complications. Approximately five months later, multiple unsuccessful attempts were made to remove the patient¿s optease ivc. The following additional information received per the patient profile form (ppf), indicates that the filter fractured, the filter was embedded in the wall of the ivc and that the patient had blood clots, clotting, and/or occlusion of the ivc. Approximately six months post implantation, the patient underwent an attempt to remove the filter percutaneously. The attempt was unsuccessful. Per the medical records, the patient¿s indications for the removal procedure were deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient had been on lovenox since the filter implantation. During this removal procedure, the filter was noted to be tilted to the left and that there was a large thrombus present within the filter and a thrombus slightly distal to the filter. The filter was repositioned and the removal was not performed to prevent pulmonary embolus. The patient continued to be on lovenox. Five months after that, there was another unsuccessful attempt to remove the filter. The indications once again included dvt and pe. The patient again underwent a removal attempt approximately two years and ten months post implantation. It was at this time that according to medical records, the filter was noted to be fractured and that there was a mild narrowing of the ivc through the middle of the filter. There was no thrombus present within the filter and the filter removal was successful. According to the patient profile, the patient also reports to suffer from emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, no device analysis nor the device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The removal attempts were made outside of the IFU (instructions for use) recommended labeling. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The root cause of the fracture and tilt cannot be assessed without review of imaging. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films or imaging it is not possible to confirm to reported fracture, tilt or retrieval difficulty. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00311 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported in the legal brief, approximately six months after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have tilted to the left. Approximately five months later, multiple unsuccessful attempts were made to remove the patient¿s optease ivc. The following additional information received per the patient profile form (ppf), indicates that the filter fractured, the filter was embedded in the wall of the ivc and that the patient had blood clots, clotting, and/or occlusion of the ivc. Approximately six months post implantation, the patient underwent an attempt to remove the filter percutaneously. The attempt was unsuccessful. According to the medical records, the patient¿s indications for the removal procedure were deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient had been on lovenox since the filter implantation. During this removal procedure, the filter was noted to be tilted to the left and that there was a large thrombus present within the filter and a thrombus slightly distal to the filter. The filter was repositioned and the removal was not performed to prevent pulmonary embolus. The patient continued to be on lovenox. Five months after that, there was another unsuccessful attempt to remove the filter. The indications once again included dvt and pe. The patient once again underwent a removal attempt approximately two years and ten months post implantation. It was at this time that according to medical records, the filter was noted to be fractured and that there was a mild narrowing of the ivc through the middle of the filter. There was no thrombus present within the filter and the filter removal was successful. According to the ppf, the patient also reports to suffer from emotional distress, mental anguish, anxiety and stress. Originally, according to the medical record, the patient¿s indications on the day of the implant procedure was bilateral pulmonary emboli. The patient was also pregnant around the time of the filter implantation according to medical records, however, it is unknown if she was pregnant when the implantation procedure occurred. The patient tolerated the index procedure well and without complications.